Manufacturer narrative:
Follow-up #1 date of submission 11/17/2015 device evaluation:the device has been returned and evaluated by product analysis on 11/05/2015 with the following findings: a review of the black box data and pump histories showed no activity related to the complaint. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion was found in the battery compartment. During testing, the pump powered on normally and was exercised for 24 hours with no overheating or alarms. The pump's current draws measured within specifications. The complaint was not duplicated or verified during testing. The pump failed a leak test at the battery compartment. The pump cover was opened and evidence of moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.